Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The unit was returned for evaluation. A visual exam was performed and it was found that the unit was opened by the user. It was also found that the control knob and potentiometer were damaged by impact, and there was a random thermal-fuse malfunction. It was also found that the unit does not generate heat. The heater is approximately 4610 days of age and is out of warranty. The unit will be repaired and returned.

Event description:
Customer complaint alleges that the device is not heating. Alleged malfunction reported as prior to use on a patient. There was no report of patient harm.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is in progress.

Event description:
Customer complaint alleges that the device is not heating. Alleged malfunction reported as prior to use on a patient. There was no report of patient harm.